Manufacturer narrative:
Product evaluation: customer complaint that "balloon burst" was confirmed. Balloon was observed to be ruptured. Edges of rupture site appeared to match up. All through lumens were found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event.

Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. The clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that during a totally endoscopic coronary bypass (tecab) procedure the balloon of a clamp device burst. As reported, the balloon was used during a total endoscopic bypass procedure without opening the heart. The customer was able to remove the damaged balloon and introduced a cannula which worked properly. As per the surgeon, the ruptures were not caused by surgical manipulations (balloon stitches), neither was the balloon over-inflated or used in other way than prescribed in the ifus. After the procedure this patient was reported as to be doing fine.

Manufacturer narrative:
Reference CAPA-20-00141.